Event description:
It was reported that recently the patient is feeling a ¿strange feeling like an electrical current¿ down their right leg. It was reported, the patient has used or charged their implantable neurostimulator (ins) in over three years. It was further reported, the stimulation ¿never really helped¿ the patient. It was reported no physician mode reset was done to recover the device from overdischarge.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 377775, lot# v017374, implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3487a-33, lot# j0228119v, implanted: 2002 (B)(6); product type lead product ID 3487a-33, lot# j0228119v, implanted: 2002 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).